Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not feeling well and the paramedics found the blood glucose (bg) level to be in the 400s mg/dl. The customer was admitted to the hospital on (B)(6) 2016 and was found to have had a heart attack as one of the heart stents was clogged. There was no damage noted to the pump supplies. The customer was re-stented and was administered insulin injections and intravenous fluids. The customer was discharged on (B)(6) 2016. The customer's bg was stable.